Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the patient line and tubing. The customer's blood glucose (bg) level was 253 mg/dl. Reportedly, the customer changed the supplies and administered a bolus to address bg level.